Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, there is no indication that the reported migration and difficulty removing is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, it is likely that the migration and difficulty during removal was due to procedural circumstances. Reportedly, when it was attempted to remove the atherectomy device there was interaction with the anatomy, and this caused the filter to move; however, the atherectomy device was removed and the filter stayed in place.

Event description:
It was reported that the procedure was to treat the proximal superficial femoral artery with heavy calcification, moderate tortuosity and 100% stenosis. The emboshield nav6 embolic protection system (eps) was placed above the trifurcation of the vessels and atherectomy was performed with a non-abbott device. When it was attempted to remove the atherectomy device there was interaction with the anatomy, and this caused the filter to move; however, the atherectomy device was removed and the filter stayed in place. Next, the filter was retrieved with the retrieval catheter without issue. A stent was then placed in the femoral artery and some particles went down to the fibularis which were aspirated with a catheter. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.